Event description:
Medwatch (B)(4). Study - "this case is a report referring to a 9 year-old male patient. An investigator reported this case from the biomarin study, cerliponase alfa observational study." "The patient¿s past medical history included dermatitis atopic and skin laceration. The participant's past medical procedures included medical device change, gastrostomy tube removal, medical device implantation, medical device removal, and gastrostomy. The participant's concurrent conditions included central nervous system lesion, excessive granulation tissue, dysphagia, developmental delay, dyspraxia, pain, epilepsy, infusion related reaction, carnitine deficiency, constipation, pyrexia, pain, neuronal ceroid lipofuscinosis and seizure. No allergies were reported. Concomitant medications included lamotrigine, paracetamol, macrogol 3350, levocarnitine hydrochloride, clonazepam, ibuprofen, lidocaine/prilocaine, diphenhydramine hydrochloride, cetirizine hydrochloride, valproate sodium, lidocaine hydrochloride, clobazam and diazepam. The paracetamol and diphenhydramine hydrochloride was administered as premedication." "On (B)(6) 2019, the participant underwent implantation of intracerebral ventrisculostomy (icv) set (manufacturer unknown). The lot number was not reported." "On (B)(6) 2019, the participant initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was unknown. On (B)(6) 2020, the participant's icv device was removed. On (B)(6) 2020, the participant underwent a new icv device placement. The most recent dose of brineura was administered on (B)(6) 2024. On (B)(6) 2024 at 10:30, the participant experienced grade 3 device end of life (device end of service) and was hospitalized. On the same date, multiple providers attempted to access the participant's port unsuccessfully and the participant was not able to receive brineura infusion. This had occurred because the port had been previously accessed more than 100 times, which was the lifespan of the device and the reason for the surgery. Upon consultation with neurosurgery, a surgical replacement of the device was scheduled on (B)(6) 2024. On (B)(6) 2024 at 10:35, surgery to replace the medical device was performed. On (B)(6) 2024 at 17:11 the participant was discharged from the hospital. No laboratory or diagnostic tests were reported. No treatment for the event was reported." "The outcome of the event was reported as recovered/resolved on (B)(6) 2024 at 17:11. The investigator has assessed the event as medically significant. The investigator assessed the event of device end of service as not related to treatment with brineura. The investigator assessed the event of device end of service as related to the icv device. No other etiological factors were reported." Additional information received on 26-mar-2024: "the action taken with brineura due to the was reported as dose interrupted." Additional information received on 29-mar-2024: "on (B)(6) 2020, the participant underwent implantation of intracerebral ventrisculostomy (icv) catheter set (codman holter). The lot number was 4852765 and model number was 82-1650. A non-specified healthcare professional had operated this device. On (B)(6) 2022, the participant underwent implantation of intracerebral ventriculostomy (icv) reservoir set (codman hotler rickham). The lot number was 6530613 and the catalogue number was 82-1621. A non-specified healthcare professional had operated this device. It was reported that both icv catheter and reservoir set were replaced on (B)(6) 2024. No further information was reported." Case comment: "icv device was prophylactically replaced due to end of life cycle of device. It is usually due to material degradation of device because of long periods of use. The causality of event is assessed as not related to brineura."

Manufacturer narrative:
The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.